Event description:
It was reported that during balloon testing the balloon could not be deflated. It was indicated that the gate valve was unlocked and the syringe was removed. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Follow up indicated that the catheter was discarded. It was not possible to confirm the complaint without a product return. A review of the manufacturing records indicated that the product met specifications upon release. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.